Event description:
The percutaneous coronary angioplasty balloon burst at un unspecified pressure during an unspecified procedure. The dr experienced difficulty in removing the catheter, which was not described. Numed contacted the distributor who reported the adverse event. The co was not able to obtain any additional info about the adverse event, including any info about the outcome of the pt's condition.